Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus and cursor were not calibrated to align on the screen and the bezel shield assembly was replaced and the stylus re-calibrated to it to resolve. It was also noted that the system fan was noisy and it was also replaced. Additionally the hard drive was reconfigured, and the software reloaded and updated. The device passed final functional and system tests and no other anomalies were found.

Event description:
It was reported that the programmer screen was skewed and it was not possible to calibrate the stylus. It was reported that the issue was a persistent one, and the programmer had been returned for the stylus problem before. The programmer has been returned to service. No patient complications have been reported as a result of this event.